Event description:
A lumen of the patient's double lumen non-tunneled right ij burst when flushed between insertion site and luer lock. Tpn was infusing into the white lumen. The alaris pump read that the line was occluded. Rn made sure that clamp was not engaged and attempted to flush the lumen. When flushing, slight resistance was met. A hole burst through the lumen and normal saline rushed out of the hole. Rn quickly clamped the lumen above the hole with both the lumen clamp and green clamps.